Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump received critical pump error alarm, pump error alarms, power loss alarm and screen turned off. The customer¿s blood glucose level was 397 mg/dl. The customer¿s mother tried troubleshooting however, could not complete troubleshooting as the insulin pump¿s screen turned off. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump was received with up arrow button unresponsive due to broken on printed circuit board. No frozen display or critical pump error (open book image) alarm noted. Unable to verify pump error due to unresponsive up arrow button. Unit was received with partially detached reservoir tube retainer, scratched case, minor scratched lcd window and cracked select button keypad overlay.